Event description:
It was reported that the system had errors, would not boot up, and locked up during fluoro; however, the customer was able to reboot and finish the case. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fuse was replaced and the power supply connector was replaced during the service call. The system was tested and found to be working as intended and put back into service.